Event description:
During a follow-up, vf-episodes with noise were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the outer coil at the is-1 connector leg fractured at 7.1cm from the connector pin due to fatigue. This damage could contribute to the reported noise.